Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A microscopic visual inspection of the lead barrels and header of the device was performed. A slight amount of body fluid was noted in the lead barrels. It was suspected that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noise on the right ventricular (rv) channel. The patient is not dependent. The noise was observed when the patient was in the hospital for an unrelated reason, so it was suspected the noise could have been from an interaction in the hospital, or potentially a lead issue. The ICD, along with the leads which are another manufacturer's product, were then explanted and replaced for a different reason. The ICD was returned for analysis. No adverse patient effects were reported.